Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the needles were "defective" and failed to deploy. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.